Event description:
It was reported by the customer that a pyxis medstation es system unable to recover cubie drawer. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer checked bus cable, matrix drawers, drawer cable and cleaned debris from bottom edge of back panel. The system functioned as intended as the field service engineer troubleshooted the device.